Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose was 313 mg/dl at the time of incident. The customer's blood glucose was 188 mg/dl at the time of call. The customer stated that there were no programming issues found. The customer performed high pressure test and the insulin pump passed. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump delivered all bolus programmed during our testing. The insulin pump was able to download properly to carelink. All operating currents are within specification. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.